Manufacturer narrative:
Visual examination of the returned product identified that the needle was returned with no packaging. Needle tip can be seen as bent. No other damages were found. Only the needle was returned, remaining components of the kit were not returned. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the quattro suture passer needle in the lock stitch procedure kit was not sterile packaged in the box. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.